Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device had minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states drive support cap was loose. Customer's blood glucose was 187 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.